Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 200-400mg/dl. Manual injections were administered to address the bg levels. The contact stated the elevated bg levels started occurring when the customer started using their abdomen for their infusion set sites to be inserted. Supply changes would be performed each day to address the high bgs. No damage was noted to the infusion set sites. Tandem technical support advised the customer to consult with their health care provider to discuss angled infusion sets. The contact alleged the ongoing elevated bg levels were caused by the pump. A system check was performed by the contact prior to contacting cts, and insulin was observed to be dripping out of the infusion tubing as expected. During a follow-up, the customer's clinical diabetes specialist reported the customer's bg levels were "fine" after switching to a new box of infusion sets and the pump was performing as intended.